Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was attempted in the patient's atrial septal defect (asd) and detached upon confirming a secured positioning. However, just before the patient was moved from the cath lab post-procedure, the aso was found to have embolized into the left ventricle. There was discussion of a percutaneous recapture of the aso but the patient was transferred to an operation room for surgical removal.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the patient's embolization remains unknown.